Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did one suture thread broke multiple times during use on the patient or multiple suture threads broke during use on the patient? If multiple suture threads broke during use on the patient, how many devices demonstrated the alleged deficiency? Please confirm the quantity of devices available for product analysis. Lot number? Provide the source or name and title of external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a mammectomy on an unknown date and suture was used for wound closure. During the procedure, suture breakage occurred frequently. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One winding former and one needle suture piece was received for analysis. The product code is z494g. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. In the suture piece, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the foil was not returned for evaluation. The product code z494g contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information was requested, and the following was obtained: - please clarify, did one suture thread broke multiple times during use on the patient or multiple suture threads broke during use on the patient? Unk. * if multiple suture threads broke during use on the patient, - how many devices demonstrated the alleged deficiency? - please confirm the quantity of devices available for product analysis. - lot number? =>unk.